Event description:
This rv lead was implanted on (B)(6) 2006. And was capped and replaced on (B)(6) 2013. For an unknown reason. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).